Manufacturer narrative:
The insulin pump was received with no vibration during the self-test due to the red broken vibrator wire. The device had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call vibrate anomaly on their insulin pump. Customer advised the device is not vibrating when they press the act button after using the up arrow to set an easy bolus amount. Customer advised that the vibrate mode is on. Troubleshooting for the vibrate anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.